Event description:
The customer reports the device has a therapy knob failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips authorized support dealer evaluated the device and confirmed the reported issue. It was found that the optical switch (energy select switch) is defective and needs replacement. The optical switch will be replaced to resolve the problem.